Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that during a chemotherapy infusion the device alarmed whilst continuing to infuse and with no error displayed on the screen. When the user attended to the device, they noted that the infusion was running at 400 mls/h instead of the prescribed 273 mls/h. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report that during a chemotherapy infusion the device alarmed while continuing to infuse and with no error displayed on the screen was not confirmed. A review of both of the pcu event logs identified that neither of the systems were in use on the date of the reported issue ((B)(6) 2016). Neither event logs contained entries for invalid key presses during these infusions given on the reported event date ((B)(6) 2016). However, a review of pcu s/n (B)(4), pump modules s/n (B)(4) and s/n (B)(4) identified entries for channel malfunction on (B)(6) 2016 relating to pump module s/n (B)(4) which was followed by multiple "keypress illegal" entries, however no infusion was started. A review of the error log for pump module (B)(4) identified 3 entries for motor stall error having occurred immediately after power up and prior to starting an infusion, which corresponded to this date / time after which the pcu was powered down, however pcu s/n (B)(4), pump modules s/n (B)(4) and s/n (B)(4) were not in use between (B)(6) 2016 13:56:55 and (B)(6) 2016 11:07:40. An internal inspection was performed on both pcu's and all 4 pump modules and no ingress, damage or deficiencies were identified. Pump module (B)(4) pumping mechanism was inspected for defects and anomalies which may have caused or contributed to the motor stall error, however none were identified. A performance verification procedure (pvp) was completed on both of the pcu's and all 4 pump modules, and all results were within specification. Both systems were subjected to continuous infusions on each channel for >100 hours which were completed failure free. The root cause that during a chemotherapy infusion the device alarmed while continuing to infuse and with no error displayed on the screen was not identified.